Event description:
It was reported that this right ventricular (rv) lead was not capturing and it was confirmed through xray that the lead was dislodged. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The dislodgement allegation was not confirmed by product analysis, but was assigned cause = known inherent risk of device, based on the field report. The failure to capture allegation was not confirmed - based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. The known inherent risk investigation conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this right ventricular (rv) lead was not capturing and it was confirmed through xray that the lead was dislodged. This lead was explanted and replaced. No additional adverse patient effects were reported.